Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure was attempted of the common femoral artery using a perclose proglide device. Reportedly, as the knot was being advanced to the arteriotomy, the suture broke. The suture was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors causing a suture break included, but not limited to, incorrect operator deployment technique, manufacturing deficiencies, and challenging patient anatomical conditions. A suture break may occur if the needle plunger is removed aggressively, the suture is nicked by the rotating suture trimmer, the thumb knob is released and the gate is closed on the suture, if excessive suture tension is applied during knot advancement, if a quick jerky motion is used to apply tension on suture, pulling laterally or medially on suture limb, and if the incorrect end of the suture was pulled during knot advancement. The complaint information did not report any incorrect operator deployment technique. Due to the monofilament suture not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. However, during the manufacturing process all devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection all devices undergo inspections to verify suture is not damaged or deformed. A femoral angiogram performed prior to arteriotomy closure did not reveal any calcification or tortuosity, and no scarring was reported to be present at the access/groin site. Based on the reported information and the inspection criteria, a definitive cause for the reported suture break and associated patient effects could not be determined. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the product was not returned for analysis. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.